Event description:
Left intermediate siderail would not latch. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. Replacement center arm assembly was installed which resolved the problem.